Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was deployed but unable to be detached from the catheter. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip deployed but unable to be detached. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed, and it was found that the catheter was unraveled and kinked next to the bushing. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip deployed but unable to be detached was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. Regarding the found problem of catheter being unraveled and kinked next to the bushing, this could have been caused by the removal technique of the device from the scope. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip deployed but unable to be detached.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was deployed but unable to be detached from the catheter. The procedure was completed. There were no patient complications reported as a result of this event.